Event description:
Arjohuntleigh has been informed by the representative: sara stedy was being used on patient to stand from sitting in recliner. The locks locked with no problem. Patient was taken to specialty bed, locks locked, patient sat on the bed, right wheel lock became dislodged and sara stedy slid away from the patient with her feet on the step. Patient started to slide off the bed. Two caregivers put their arms under the patient until help arrived. Sara stedy was tagged out. Ref MFR report 9681684-2014-00037.